Manufacturer narrative:
The approximate age of the device is 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired. Additional information was requested but not provided.

Manufacturer narrative:
A direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. It was reported that the patient expired. The cause of the patient¿s expiration is unknown. No autopsy was performed and the device was not explanted for evaluation. Multiple attempts for additional information were sent to the customer; however, none was provided. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The manufacturer is closing the file on this event.